Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported by the patient (maude event report mw5066266), "I had novasure done and it caused me to end up in the emergency room and they put me on a IV antibiotic and IV morphine because they said it caused an infection in my stomach. They kept me all day in the emergency room on IV's and I was in chronic pain in my stomach and back". No additional information provided.